Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 600 mg/dl. During troubleshooting, the caller was able to get insulin to exit the device. Caller also reported issues with the set adhesive coming off during the night, causing the customer to have high blood glucose levels. The customer's mother also stated that there were air bubbles in the tubing. The air bubbles were removed during troubleshooting. The insulin pump was not replaced or returned for analysis.